Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken where it meets the proximal clevis at the distal end. A piece measuring proximately 0.16¿ x 0.212¿ was not returned with the instrument. The root cause of this failure is mishandling/misuse. Additional observation not reported by site that is related to the primary failure: the instrument was found to have a dislodged proximal clevis at the distal end. Root cause of this failure is mishandling/misuse. No image or video clip for the reported event was available for review. A review of the device logs for the tip-up fenestrated grasper (part# 470347-12/ lot# k10220117-0045) associated with this event has been performed. Per this review of the logs, the tip-up fenestrated grasper was last used on (B)(6) 2022 via system sk2536 during a pulmonary lobectomy procedure. There were 2 uses remaining after this last usage. This complaint is reportable due to the following: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a tip-up fenestrated grasper instrument would not release. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.